Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with alarm sounding and "short circuit detected" error message. Cause of alarm and error is a shorted electronic component on the main pcb. Product passed functional testing with a known good main pcb installed. Potential factors of the electrical damage to components on the main pcb include plugging in a wet or shorted out handpiece. The complaint investigation has concluded that the cause of short circuit is shorted electronic components on the main pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess the need of taking any further action.

Event description:
It was reported that during a knee scope the device was burning. The procedure was successfully completed without delay using a back up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.